Event description:
The caller alleged a discrepant low inratio inr result in comparison to the laboratory inr result, which occurred in (B)(6) 2014. Results are as follows: date inratio inr laboratory inr (B)(6) 2014 2.4 7.6 therapeutic range: 2.0 - 3.0 the testing was performed on the same day; however, the time between testing is unknown. Reportedly, the customer was using an improper technique, when performing the inratio test, by touching the finger to the sample well. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Investigation/conclusion: the monitor was returned for investigation. The complaint was not confirmed. The retain strip testing on the returned monitor met both accuracy and strip repeatability criteria. Investigation of the returned monitor resulted in successful passing of functional testing, but failure in thermistor heater plate testing. Thermistors a and b both failed to meet specification. Because the heater plate thermistors failed to meet specification, further investigation into this issue will be pursued. A review of the monitor memory was unable to locate the discrepant result. The impedance curve could not be recovered and no further analysis could be performed on the customer's reported result. An improper technique was identified in the complaint. This cannot be ruled out as a cause for the unexpected result. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. CAPA-(B)(4) was opened to investigate potential discrepancies in which the device inr result is 4 or more inr units below the reference result.

Manufacturer narrative:
Investigation/conclusion: statistical analysis of testing performed as part of an extended complaint failure investigation ((B)(4)) found there to be no significant difference in inr values between returned monitors that failed the heating specification with monitors that passed the heating specification.

Manufacturer narrative:
Date of event is estimated as (B)(6) 2014, as the date of event was reported to have occurred in (B)(6) 2014. Investigation pending.